Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Customer has indicated that product will not be returned to zimmer biomet for evaluation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial knee procedure. Subsequently, the patient was revised due to infection within one year post-op with a poly exchange.

Manufacturer narrative:
Concomitant medical products: headed screw 48 mm length pn: 00579104100 ln: 63716716 headed screw 48 mm length pn: 00579104100 ln: 63716716 headless screw 48 mm length pn: 00579104200 ln: 63682711 headless screw 48 mm length pn: 00579104200 ln: 63735424 headless screw 48 mm length pn: 00579104200 ln: 63735425 headless screw 48 mm length pn: 00579104200 ln: 63682711. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.